Event description:
It was reported that the patient developed a systemic infection from an unknown source. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, implantable tachy lead, (B)(6) 2003; d284drg, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.